Manufacturer narrative:
Section g3 - date received by manufacturer: corrected. Manufacturer¿s investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 7 days (08nov2024 ¿ 14nov2024 per time stamp). On (B)(6)2024 at 10:03:53, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to 1v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu, serial (B)(6), was not returned for analysis and remains in use. Additional information provided stated that it is unknown if the unit had a v-lock connector, the ac power cord came loose from the wall or back of the unit, or if there was a loss of power to the house. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review. The log file captured a no external power alarm and multiple other associated alarm types on (B)(6) 2024. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The mpu will not be returning, as it was not exchanged or removed from service.

Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.